Manufacturer narrative:
An investigation was performed on the alleged reagents to rule out any contribution to the allegation and no product problem related to the customer allegation was identified. Furthermore, both runs slightly delayed CT values were generated and given that the samples were retested on different platforms, it is likely the discrepancy is due to differences in technologies as well as sensitivities. An assessment was also performed on the analyzer which concluded the analyzer is performing as intended. ------- name is truncated due to character limit facility full name: (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result when using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat® system, when compared to the results generated with cobas® 8800. Per the FDA guidance two (2) mdrs will be filed. Two patient samples initially generated sars-cov-2 positive results, the same two samples were retested on the cobas® 8800 and generated sars-cov-2 negative results. A new sample was collected for each patient. Patient 1 was retested on a third party platform and the result was negative. Patient 2 was retested on a different cobas® 8800 and the result was also sars-cov-2 negative. The initial results were reported to both patients and medical personnel and both patients were placed in isolation. The results were then amended once they were confirmed to be negative. No harm is alleged. An investigation was conducted to evaluate the customer¿s allegation. No product problem was identified. It is likely that the discrepancy is due to differences in technologies and sensitivities of the assay platforms. An assessment was performed on the analyzer which concluded the analyzer is performing as intended.